Event description:
It was reported by the rep that (1) atw35 was used during a laparoscopic appendectomy procedure. It was reported that there was staple line bleeding. 05/15/2000 add'l info received: the bleeding was stopped twice with cautery. Rep described it as "not too bad. "Done in conjuction with a hysterectomy.